Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, on (B)(6) 2016 rv capture threshold measured 1.625 volts. Periods where capture management does not display rv capture threshold values. No evidence of rv oversensing or rv undersensing in save to disk data. Rv pacing impedance within range. Since (B)(6) 2015 rwave amplitude measured between 1.25 and 2.375 millivolts.

Event description:
It was reported that a right ventricular (rv) lead, lead integrity alert (lia) triggered. Review of data received indicated multiple v-v shorts episodes occurred, undersensing and/or high short interval counts (sic). It was also reported that the threshold measures were irregular like the capture. Device sensitivity settings were re-programmed and the rv lead remains in use. No patient complications have been reported as a result of this event.